Event description:
(B)(4). Initial report: this medically important spontaneous case report from (B)(6) was reported by a physician via a sales representative and forwarded by our local affiliate (B)(4). This case involves a pt (age and gender nos) who received poly-l-lactic acid (sculptra) therapy on an unknown date. Relevant medical history and concomitant medication info were not mentioned. On an unspecified date, the pt experienced a severe generalized facial reaction with poly-l-lactic acid. No other info regarding the pt, procedure, or event was available. Event outcome is unk. A ptc (pharmaceutical technician complaint) was initiated: (B)(4). Reporter's causality assessment: not provided.